Manufacturer narrative:
Date received by manufacturer: 08oct2019. Date of report: 08oct2019. The customer reported that the unit had a 35 volt and backup volt power failure. The customer also reported a "red tension alarm". The customer reportedly performed troubleshooting and confirmed the reported issue. The unit was repaired by replacing the power management (pm) board and the unit was returned to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 30oct2019. Date of report: 30oct2019. The power management (pm) board was returned for failure analysis. The pm board showed no evidence of damage or contamination. During testing, it was determined that the r31 component solder crack was not making contact with the trace on the pm board and this cause the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29july2019.

Event description:
Customer contacted technical support (ts) stating that unit had no power. The customer reported there was no patient involvement.